Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter fractured. The physician successfully removed it by pulling it from the patients body. The procedure was completed with another of the same device. The patient remained stable with no reported complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspections revealed that the sheath and telescope were kinked.

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter fractured. The physician successfully removed it by pulling it from the patients body. The procedure was completed with another of the same device. The patient remained stable with no reported complications.